Event description:
Approximately three to four months postoperatively, the pt began to experience chest pain and shortness of breath and echocardiogram demonstrated paravalvular leak. The valve was explanted and the pathology report diagnosed "aortic stenosis with inflammatory nodules on top of the leaflets." It was reported the pt expired postoperatively (date unknown).